Event description:
It was reported to philips that the device experienced an unspecified quality issue. There was no patient involvement.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device experienced an unspecified quality issue. There was no patient involvement.